Event description:
Journal article reports fever and positive blood cultures 7 months post implant. Vegetation on lead and tricuspid valve noted via tee. Decision made to remove lead via thoracotomy. Entire system removed.